Event description:
A pk papyrus covered stent system was selected for treatment of an ellis type I perforation in the mid lad. The perforation occurred during implantation of a des. After balloon dilatation. It was attempted to advance the compliant device but this was complicated by the stent coming off the balloon. The stent was never deployed and remained on the guidewire at the tip of the guiding catheter. Several attempts were made to retrieve the sent with a gooseneck snare but were unsuccessful. Finally, it was decided to push the stent back int the lad. Eventually two des were deployed in the proximal to mid lad adapting the undeployed covered stent into the vessel wall. Excellent results were achieved in the lad with timi 3 flow.